Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the nosecone of the cusa excel 23khz straight handpiece (c2600) was not working and found to be non-functional during surgery. The nosecone was not transmitting vibration, resulting in no coagulation. There was a 2-hour surgical delay.